Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff attorney alleges that the patient experienced a heart attack caused by exposure to naturalyte and/or granuflo administered during dialysis treatment.